Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/26/2016 with the following findings: a review of the black box data showed unexplained reboots. A visual inspection of the pump showed that there was corrosion in the battery compartment. The battery compartment was observed to be cracked. The returned battery cap was unable to secure on to the pump; however a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture ingress was observed on the battery canister. Unrelated to the complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 09/22/2016-correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had no power. The reporter also alleged that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.